Manufacturer narrative:
Reporter is synthes employee. A device history record (DHR) review was conducted: lot number 1221134 indicates component 50131166 which is a subcomponent of part 387.337 as described in the complaint. Part: 387.337. Lot: 1221134. Manufacturing site: (B)(4). Release to warehouse date: 02.feb.2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: synframe half ring (part # 387.337, lot # 1221134) was returned and received at us cq. Upon visual inspection at cq, it is observed that the connecting screw is stuck, and the locking nut is severely deformed consistent with use. Rest of the device shows scratches and wear caused due to regular use which has no impact on the functionality of the device. Service & repair evaluation: the customer reported the device needs repair. The repair technician reported the device is damaged. Unauthorized repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage and design of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The device received with a stuck connecting screw. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the synframe half ring (part # 387.337, lot # 1221134) is received with stuck connecting screw and deformed locking nut. There is no indication that a design or manufacturing issue has caused the deformation/stuck and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an inspection at the loaners department, it was identified that the screw of the synframe half ring needs repair. There was no patient involvement. During manufacturer's preliminary investigation of the returned device it was observed that the screw was stuck. This report is for one (1) synframe half ring this is report 1 of 1 for complaint (B)(4).